Event description:
A malfunction alarm 20 was reported on the customer's pump during operation. The customer declined to answer whether the issue caused their blood glucose level to exceed 500 mg/dl. The customer was advised by technical support to use multiple daily injections (mdi) as backup therapy, and arrangements were made for a replacement pump to be sent. The customer also acknowledged instructions to put the malfunctioning pump into storage mode and return it using a pre-paid label.